Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction e1- the reporter establishment name should have been (B)(6).

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue

Manufacturer narrative:
Correction: h6 - coded corrected.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch:a000100657.

Event description:
It was reported that following multiple falls, the patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has impedances.